Manufacturer narrative:
Initial reporter is a synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the drill/tap and screw guide with post was splayed open at the distal end and a piece was bet beyond repair broke. It was unknown when the issue was discovered. Patient and procedure involvement are unknown. This report is for a drill/tap. This is report 1 of 1 for (B)(4).